Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was having connection issues with the scs system. Reportedly, the patient underwent a fusion surgery, but prior to the fusion procedure the scs system stimulation was turned off. Since, the patient complains he has been having connection issues with the scs ipg. No further information was available at this time.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: h7 - correction (other remedial action) added. H9 - 1627487/06/02/2017/001-c added. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.